Manufacturer narrative:
The aquabeam robotic system's log file were reviewed and no malfunctions related to the reported event were observed. The procedure was completed without any delay. A review of the device history record (DHR) for lot number 18c00386 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 18c00386, which confirmed that there was one (1) other similar reported on this lot. The aquabeam robotic system's instructions for use (IFU), ifu310301, was reviewed and "bleeding" is listed as potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. For corrected data, please refer to catalog #. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure. Despite clot evacuation and application of balloon traction post-procedure, the catheter persisted to be a heavy red color. Cautery was used to manage bleeding. Patient was sent to the pacu. While in pacu, multiple hand flushings were performed and additional traction was applied to the catheter. After multiple hours, the patient complained of lightheadedness. Patient was returned to the or and received a blood transfusion. No further sequelae has been reported.